Manufacturer narrative:
Qn# (B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacturing of the complained lot. The reported defect cannot be confirmed because the complained device was not returned for investigation. The root cause was not determined as "undetermined/unknown". As the root cause of this complaint was determined undetermined/unknown, no corrective/preventive actions in production are deemed necessary to introduce." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when the memobag bag was removed from the patient's abdomen, a microscopic, non-contact piece of the memobag sheath broke off inside the abdomen. Active search by the surgeon in the abdominal cavity was performed using the coelioscopy camera. Unable to find it". The patient's current condition is reported as "unknown" at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "when the memobag bag was removed from the patient's abdomen, a microscopic, non-contact piece of the memobag sheath broke off inside the abdomen. Active search by the surgeon in the abdominal cavity was performed using the coelioscopy camera. Unable to find it." The patient's current condition is reported as "unknown" at this time.